Event description:
It was reported that the (B)(6) representative found that a patient had a stoke event after an atrial fibrillation case. The only (B)(6) product used was a soundstar catheter and it was not known if it was resterilized or not. The (B)(6) representative had no additional information at this time. Unknown on further intervention. Using farapulse generator. Additional information provided that the farawave pfa ablation catheter was used. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).